Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found with respect to the complaint. The event history log (ehl) was reviewed. The alarm related to 'cassette alarm' was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. Latch lock test was performed and was found that the pump failed the test. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective latch sensor and was then replaced.

Event description:
It was reported that the pump cassette was not attached and was confirmed through post- investigation that there was an alarm related to the failure and this can lead to interruption of therapy. The event occurred during testing. There was no patient involvement and harm occurred.